Event description:
It was reported that the fiber cap detached at 32,243 joules during a prostate procedure. It was also requested that the cap was flushed out or excreted with fluid outflow during the procedure. The procedure was completed with a second fiber. There was no report of pt injury.

Manufacturer narrative:
(B)(4).